Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did inappropriately provide anti-tachycardia pacing and multiple shocks for probable supraventricular tachycardia, which did exhaust therapy. At the time of the episodes, the patient had been working with a chainsaw, however there was no noise present on teh electrocardiograms. The boston scientific technical services consultant discussed detection enhancement programming. There were no reported adverse patient symptoms associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that this ICD remains actively in service. If new information were to become available, this report will be further evaluated and updated. Until such time, the investigation is considered complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. No diagnostic data was available in memory and the device could not be put through additional testing due to the depleted battery. The clinical observation of therapy exhaustion following non-conversion of an arrhythmia was not likely related to these findings as therapy delivery indicates that the device battery was not depleted at that time.

Event description:
The device was later explanted and replaced due to normal battery depletion. No adverse patient effects were reported.